Manufacturer narrative:
Additional information: analysis update. The lead was returned for dislodgement. The other reported event, loss of capture was not confirmed. Analysis did not find any indication of conductor fractures or internal shorts. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead had become dislodged into the right atrium and had loss of capture in left ventricle. Dislodgement was noted on chest xray. The left ventricular lead was explanted and replaced. New left ventricular lead was implanted into a lateral vein. Patient was stable before, during, and after the procedure.